Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported slda appears to related to the leaflet anatomy. The reported patient effects of tr and tissue injury appeared to be due to the slda. Tricuspid valve regurgitation (tr) and tissue injury, as listed in the triclip system instructions for use, are a known possible complications associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and thin leaflet for a triclip procedure. During the procedure, three triclips was implanted successfully. The tr was reduced to grade 2 post procedure. On (B)(6) 2025, single leaflet device attachment (slda) of one triclip was observed from septal leaflet. The septal leaflet was observed to be ruptured. Recurrent tr of grade 3 was reported. Per the physician, slda was due to leaflet anatomy. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and thin leaflet for a triclip procedure. During the procedure, three triclips was implanted successfully. The tr was reduced to grade 2 post procedure. On (B)(6) 2025, single leaflet device attachment (slda) of one triclip was observed from septal leaflet. The septal leaflet observed to be ruptured. Recurrent mr of grade 3 was reported. Per the physician, slda was due to leaflet anatomy. There was no clinically significant delay.